Event description:
It was reported that the patient was admitted on (B)(6) 2022 with complaints of a headache for one week while at home. A computed tomography (CT) scan revealed an acute subdural hematoma. The patient's international normalized ratio (inr) was 2.1 upon admission and the patient denied any falls or head trauma. All anticoagulation was held and no surgical intervention was required. The patient had no neurological deficits. They were discharged on (B)(6) 2022 with plans to have a repeat CT scan in one month.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.